Event description:
It was reported that a post operation x-ray revealed that the cephalic cutdown tie were crimped down too hard on both leads. There was concern that this increased the likelihood of fracturing the leads. The leads were explanted and successfully replaced with new leads the following day. No adverse patient effects reported. The product will not be returned.